Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that upon interrogation of the device it was found that the device had tripped eri (elective replacement indicator ) in (B)(6) of 2014, there was a por (power on reset), and no capture. The device was explanted and replaced. Additionally, it was reported that during the device change out the analyzer measurements for the right ventricular (rv) lead showed undersensing of r-waves. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.